Event description:
Information received from patient reported that their implantable neurostimulator (ins) had shifted significantly out of the pocket. The patient stated that they would like to have the device removed. They were provided physician listings. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. [Omitted information related to (B)(4): pain since implant issue].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.